Event description:
IV piggyback medication hung over 30 minutes infused within 15 minutes. No harm to patient. Concern that there may be a problem with the backcheck valve on primary tubing. Organization is aware that this has been a problem with certain lot numbers from same manufacturer.